Manufacturer narrative:
H10: manufacturing review:a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, however, one electronic photo was provided for review. The investigation is confirmed for material deformation as both the extension legs were found crimped in the provided photo. However, the investigation is inconclusive for the reported catheter hub fracture as the provided photo is not sufficient for confirming the issue and the device was not returned for evaluation. A definitive root cause could not be determined based upon available information. Labeling review:a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 09/2021),g4. H11: h6(method, result and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one day post dialysis catheter placement procedure, the catheter hub allegedly fractured. It was further reported that the catheter was removed and replaced. The current patient status was not provided.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation, however photo have been provided. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that one day post dialysis catheter placement procedure, the catheter hub allegedly fractured. It was further reported that the catheter was removed and replaced. The current patient status was not provided.